Event description:
It was reported that the device was not implanted due to oversensing of atrial paced events on the rv channel. Connection issue suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of crosstalk was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench and using automated test equipment and was found to be normal. Crosstalk could not be reproduced in the laboratory. The cause of the field event of crosstalk could not be determined.